Manufacturer narrative:
Philips service recreated the database, resolving the issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that unable to expose x-ray due to image disk full on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.